Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observations of noise, high pacing impedance, and loss of capture could not be confirmed by laboratory testing.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure high out-of-range right atrial (ra) lead pace impedance measurements, noise and inability to capture were observed upon insertion of the lead into the header of this implantable cardioverter defibrillator (ICD). The lead was tested via pacing system analyzer (psa) and normal measurements were obtained. Several more attempts were made at reinserting the lead using different techniques but the issue persisted. This device was removed and replaced with a new ICD without further complication. The replacement device and ra lead remain in service. No adverse patient effects were reported.